Event description:
Customer reported they received two boxes of hypodermic needles 30g x 1" with this lot number 02205026 and 1 in every 3 needles leaks out the side when they use it.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 12/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct date of event and lot details provided in the initial MDR [3014312726-2024-00376]. The previously reported was incorrect. The correct date of event is 26-nov-2024 and correct lot number is 02205026.